Manufacturer narrative:
Philips service tested the monitor signal and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the monitor had no signal input on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.